Manufacturer narrative:
Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Clarification to (B)(4) "device received in a condition that made analysis impossible": only a portion of the device in question was received which made a full analysis impossible. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused thermal injury in the past and therefore is likely to cause or contribute serious injury if this event were to recur. The user facility reported that the broken piece had to be retrieved. The length of the broken piece indicates that it is not likely to become an unretrieved device fragment so this report does not represent intervention to preclude serious injury and will not be filed as an adverse event.

Event description:
Description of the original complaint: "the bur became detached from handle." Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was doing a fess case to remove an osteoma in the frontal sinus. While using the device in question a portion of the bur became detached in the surgical site. Subsequent to the event, the portion that detached was easily removed with forceps. The surgery proceeded as intended without any significant delay or additional procedures. There was no adverse patient consequences or sequela reported. Analysis of returned sample was performed. The portion that became detached measured approximately 1 5/8 inch long. The piece consisted of the cutting tip and a portion of the flex section. The length of the sample indicates that the inner and outer spiral wrap failed where the outer tube bend begins. The tip had some biological contaminants compacted in the diamond grit. Approximately 3/8 inch from the distal end there was a build up of metal shavings. Approximately 1 inch from the distal end the inner flex section failed resulting in a bend in the entire flex section assembly. The surrounding area had score marks around the circumference indicating there was binding between the inner flex section and the outer tube. The same score marks were found at the final break point. Dimensional inspection was performed of relevant, non-damaged portions of the returned sample with no out of specification condition found. No further analysis or conclusion can be drawn without the remainder of the bur. IFU statements include, but are not limited to: discontinue powered application in the event of lack of visualization of the surgical site. Always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is replaced. Damaged parts may deposit metal shavings on surgical site. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient.